Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service center identified foreign objects on the control section and the nozzle. The foreign material could not be identified, and the root cause not established. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device; however, the type of material or root cause cannot be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.